Manufacturer narrative:
Patient's age is unknown, however, the patient is over 18 years. (B)(6). A visual examination of the returned device found that the distal tip was twisted. A functional evaluation found that the device was did not meet the bowing specification, the tip was bowing to the right; not in plane. Additional test found the device was advanced through a 2.8 endoscope without issue. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record was reviewed and found to meet all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed. According to the complainant, during the procedure, the hydratome rx sphincterotome would not pass down the channel of the scope. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; bowing out of plane.